Event description:
Pump used without incident during first portion of procedure. Removed tubing from surgical site to prepare graft, upon reinsertion pump began to speed up, made spinning sound. Verified adequate fluid available and tubing not impinged, pump started again with same results. Stopped and swelling noted. Restarted pump with new tubing, worked as normal.